Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Low, out-of-range pacing impedance was noted on a non-abbott atrial lead and an abbott device. During the revision procedure, the lead was connected to the pacing system analyzer (psa) and the impedance was within normal range. When connected to a new device the impedance dropped again. The physician also attached the left ventricular lead into the atrial port of the original device and the impedance was also out of range potentially due to a connection issue. At the end of the procedure, the physician elected to leave the atrial lead implanted due to patient condition. The physician also elected to leave the original device implanted. The patient was stable with no adverse consequences.